Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had third implantable neurostimulator (ins) implanted in last three years. Patient reported that when the third ins was first put in then it worked only for a month and then they started having return of symptoms. If they sat or bent over then it would squirt out. They were back to wearing pads again. Patient got the device for the bladder for oab and retention. Patient was on program 2 at 2.4 volts. Feeling it down left leg, rarely feel in vaginal area. When they felt down the leg then they still had accidents. Patient had urinary tract infection (uti) constant or fungus get horrible itch. Patient then had urgency and frequency. Patient had been on long term antibiotic for uti's. Ready to start pyridium to stop the burning. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.